Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with six (B)(4) cartridge reloads present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a right upper lobectomy procedure, the fourth firing on the pulmonary branch when the device was released after a complete firing sequence the patient side of the vessel the device did not staple the vessel. The surgeon clamped the vessel then over sewed with suture. There was 450cc of blood loss and the patient was given a blood transfusion however the number of units is unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.